Event description:
It was reported that the surgeon inserted the twizzle tip electrode into the scope and he couldn't visualize the electrode. The surgeon was finally able to visualize a white ceramic tip. This occurred prior to using the electrode. It was noted a chip of the ceramic fell off. Another electrode was used for the procedure. The surgeon felt that the ceramic piece would flush out of the uterus by the fluid or by the pt menses. No pt consequences were reported.